Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed, and kinks were observed in the sheath assembly. It is possible to observe an imaging window twisted. Microscopic inspection revealed twisted imaging window and damaged exit port. During functional inspection, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues were identified during the product analysis.

Event description:
It was reported that the device entrapment and fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross18 imaging catheter was selected for peripheral intravascular ultrasound (ivus). However, during the procedure, it was noted that the catheter was entangled on the wire and would not track over it. Upon removal, the catheter tip appeared kinked or fractured. The procedure was completed by replacing the device. No patient complications were reported.

Event description:
It was reported that the device entrapment and fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross18 imaging catheter was selected for peripheral intravascular ultrasound (ivus). However, during the procedure, it was noted that the catheter was entangled on the wire and would not track over it. Upon removal, the catheter tip appeared kinked or fractured. The procedure was completed by replacing the device. No patient complications were reported.